Manufacturer narrative:
Complaint was confirmed. Upon receiving, eschar buildup was visible, so the device was decontaminated to properly observe and to complete the analysis. It was determined that the coating on the blade was normal wear and tear from using the device during the procedure. The heat shrink on the device was seated too high on the blade defined in 25-1733 which contributed to the device¿s failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator and handpiece. It was reported that during a case the doctor experienced an out of box failure. The tipof the blade fell out when they went to make the first cut. It was noted that their was no patient impact. Additional information from the rep reported the issue occurred during a total hip procedure. It was clarified that the tip did not fall off but the outer covering was peeling away. It was unknown if any fell off. There was no impact to the patient and the procedure was completed with another handpiece.